Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00788. The patient ((B)(6)) is implanted with two percutaneous leads from different lots. It was reported, the patient is experiencing pain and tenderness at his left knee near the lead insertion site and also on the lateral aspect of his left thigh. The physician suspects the latter is related to the tunneling of the leads which occurred during implant. However, the physician suspects the pain near the lead insertion site may be due to infection. In an effort to resolve the pain near the insertion site, the physician injected the affected area with gentamicin and local anesthetic. The patient's wound will continue to be monitored.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.